Manufacturer narrative:
Device was used for treatment, not diagnosis. Manufacture is unknown as the device is unknown. Retract monument as the manufacture from medwatch report 2939274-2018-51079. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information is unknown. It is unknown when the event occurred. 510k: this report is for unknown screws - unknown lot; unknown part; UDI number is unknown. Complainant part has not been returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient had revision surgery on (B)(6) 2018 due to non-union. Patient underwent initial surgery for hip arthrodesis on an unknown date during which three (3) partially threaded cannulated screws were implanted. During routine follow up, surgeon noted that there was non-union. Patient did not experience any pain or infection. Surgeon performed revision surgery during which all of the three (3) cannulated screws were explanted. Patient was revised to new bipolar hip implants on the same day. The procedure was completed successfully and the patient is reported to be in stable condition. This complaint is for three (3) unknown screws. (B)(4).